Event description:
It was reported that the patient experienced sudden hearing loss and cystitis. The patient was hospitalized from (B)(6) 2024 and was treated with medication and drug therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section e3: occupation corrected. Section g2: report source corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the hearing loss was not identified. The patient went to visit an otolaryngologist. The patient's symptoms improved, and the patient was monitored. The patient's deafness occurred on (B)(6) 2024 and had no causal relationship to the device, as it was not related to the operation of the device.